Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3487a-56, lot# v226418, implanted: (B)(6) 2009, product type: lead. Product ID: 3487a-56, lot# v207129, implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported the patient¿s stimulator was not working. The patient had cancer, so she needed the device removed so she could have an MRI. It was noted ¿it hasn¿t been working for about 6 months, which is about the time [the patient] found out [she] had cancer.¿ no outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.